Manufacturer narrative:
No product was returned. Review of service history could not be performed as no serial number was provided. No event history was provided for review. The reported issue cannot be confirmed as no product was returned for investigation. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that the pump was on a patient in the intensive care unit (ICU). Pump stopped during infusion. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.